Event description:
A complaint was received from a customer that reported that the "units digit" looks like a backwards "l". While on the phone a review of the system was conducted. The customer stated that they have not used the system since they first discovered the display issue. A request was made to return the system for eval and in the meantime a replacement unit was provided.